Event description:
A caller reported experiencing a cgm error labeled as error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with comprehensive information to perform a complete pump reset. The caller was advised to reset the pump at their convenience and to follow up if the issue continued.